Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for post laminectomy syndrome. The patient reported that they were experiencing skin irritation and burning sensations around the implant when charging with the recharger. The caller stated that in 2014 the ins started to burn when he was recharging. These symptoms were stated to have started in 2014 but they never reported the event. It irritated their back more as time went on and they stopped using it altogether. The patient lost their recharger in a house fire 7 months ago. No troubleshooting could be performed at the time of the call. The rep also noted that the patient's implant was overdischarged and they were interested in getting a battery replacement. The patient does not have a current managing physician and was sent physician listings. The patient contacted a pain doctor but neither the doctor nor the rep was able to get back in contact with the patient. The patient's son who had called in about the issue was left a voicemail. The patient's medical history includes back pain. No further patient complications have been reported as a result of this event. Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that they had called the patient and left a voicemail on options to get the stimulator removed. The rep reported that they hadn¿t heard from the patient. No further complications reported. Additional information was received from the consumer. It was reported that the ins died due to longevity about 2 years ago and quit working. The caller stated he thinks the stimulation was irritating the patient more than it was helping. The caller thinks the patient has a pain pill issue and thinks getting ins replaced will help him get off the pain pills. The patient was having pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger.

Event description:
It was reported that in 2014, the ins started to burn when he was recharging.